Event description:
Customer reportedly received result of 89 mg/dl on the compact plus system and 49 mg/dl on a lab value within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.